Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds. It was noted that the patient had open heart surgery a week prior to the day of the call. The boston scientific representative suspected that the lead micro-dislodged. Technical services (ts) helped the boston scientific representative confirm the threshold test. Ts reviewed the ra trends and noted that the impedance decreased but remained within range and the amplitudes are smaller compared to the week prior from the call, as well. The lead was reprogrammed. The lead remains in use. No adverse patient effects were reported.